Manufacturer narrative:
This MDR was identified as requiring submission during a two year retrospective review. This complaint was opened as a duplicate to submit the MDR due to a pathway error. The initial report number was (B)(4). Failure analysis (fa) received a vela front panel assembly and conducted a visual inspection. The front panel was installed into a functional vela unit for duplicating the reported problem. The display powered up in service mode and initialized patient-user displays with red colors. Performed display calibration. Touch display interaction was successful and can be calibrated. The unit was allowed to run for 1 hour until failure where the screen blanked out. Lcd display was then substituted with a working lcd display and powered up with correct user-patient displays. The reported problem was duplicated. The failure was isolated to the lcd display backlight led that is degrading. The vela front panel assembly was scrapped.

Event description:
The customer indicated the touch screen on this unit is black it does not power up. The customer indicated the ventilator was not on a patient. The customer is requesting for field service to come in and correct this problem. Field service was able to duplicate the problem. Lcd goes blank after 30 minutes of use. Field service replaced the front panel and ran a uvt test. There were no other problems found. Ventilator is now running to manufactures specs.

Manufacturer narrative:
(B)(4). Remove ps within the catalog number on supplement 001.